Event description:
PICC hub fell off.

Manufacturer narrative:
The catalog number and lot number were not provided. A ship history showed the complainant had received only one order of morpheus 5f dual catheters since 2007. The only catalog number and lot number shipped to the complaint is 12102805/924303. The possible lot history records were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The complaint sample was returned for evaluation and the following was observed: the catheter was returned missing the red hub and with two additional connectors. The catheter is 19cm in length. There is a kink at the bifurcate. It is possible this kink occurred when the product was being returned to angiodynamics for evaluation. The red hub is not present. The end of the red lumen (where the hub should be) is smooth, not jagged. The tubing is 8.5cm from the tip of the clear tubing to the bifurcate. Specification is 8.5cm. There is a cloudy residue of glue all around the lumen, 1cm in length. We tried to duplicate the complaint by pulling the blue lumen off. Laura pulled the blue hub while paul held the catheter at the bifurcate, the extension tubing stretched excessively, then the hub came off leaving the same appearance as the other extension tubing. The shaft did not break and the end of the tubing was smooth, not jagged. The complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned catheter, it was obvious the red hub was not present, however, there was glue residue to indicate the hub has been present. As part of the evaluation, we tried to duplicate the complaint. With excessively stretching the extension tubing, it was possible to duplicate the complaint. The cause of the complaint is unk. This type of complaint can occur if the tubing was not placed far enough in the hub or if not enough adhesive was used. A review of the manufacturing records for the possible lot indicated that all of the device spec and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.